Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was confirmed that the mobile view station (mvs) would not boot up. It was found that the power line fuses were open, directly causing the reported malfunction. The fuses were replaced and the issue was resolved. The open fuses have not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system mobile view station (mvs) was not powering on. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
Suspect fuse was returned and evaluated: confirmed reported problem "mvs is not turning on." Two fuses presented. One was functional. One fuse was open. Blown fuse caused event.